Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a hair was found in the drain bag when opening the material for an installation in the hospitalization area.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. A potential root cause for this failure mode could be ¿no follow up to production areas cleaning procedure". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that a hair was found in the drain bag when opening the material for an installation in the hospitalization area. Per additional information via email from ibc on 18nov2022, the device was not used on the patient; no sample was provided; no harm was done to the patient; and the problem was identified before the use.